Event description:
As reported by the affiliate, the cypher select plus was being used in the lower leg. However, the balloon could not be inflated, as there was a crack in the hub. Additional patient and procedural information has been requested, but has not been received to date. The product is said to be available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems.